Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. The root cause could not be determined conclusively. The possible root cause could be a movement of patient´s eye during treatment or vacuum was turned off by the user during treatment (by pressing the right foot switch). (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
A customer reported a suction loss and incomplete flap occurred during a corneal flap creation. Reporter indicated another patient interface was used and the surgery was completed successful. No report of patient harm. Additional information has been requested.